Manufacturer narrative:
Correction/removal reporting numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16213. It was reported the patient experienced uncomfortable pocket heating while charging. The patient also reported redness to the skin after charging. The patient stated she stopped using and charging the ipg approximately 6 months ago due to the issue. The sjm representative confirmed the patient's ipg will not communicate with external devices. Surgical intervention will be undertaken to resolve the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.